Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to the regional repair center for evaluation and the customer's allegation was not confirmed. The device evaluation found that the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, a root cause could not be identified due to olympus was not able to confirm the customer's allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after the image processing unit warmed up, the subject device displayed an image with a green tone. The event was identified during preparation for a laparoscopic procedure, which was completed using a similar device and there were no reports of patient harm.